Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. The customer chose not to engage in further technical support. No additional information was provided.